Event description:
The complainant reported a patient with high-risk percutaneous coronary intervention was implanted with an impella 5.5 for mechanical circulatory support. While on support, the automated impella controller (aic) experienced a controller error yellow alarm that self-resolved, reoccurred, and was subsequently resolved by switching to another console. No patient harm reported.

Manufacturer narrative:
The device was returned for evaluation. Complaint cause is a known pattern failure characterized by the temporary loss of placement signal. No repair will be necessary as the issue has a low probability of reoccurrence, lasts only up to 10 minutes. If needed, patient hemodynamics and impella position can be monitored with imaging. The root cause of this issue is unable to be determined. This report is being filed as part of a retrospective review of historical records.